Manufacturer narrative:
Olympus followed up with the user facility to obtain additional information regarding this report. The user facility reported that the patient was under clinical observation for two or three days in a stable condition and was subsequently discharged. The investigation found that the setting of the electrosurgical unit was not in the endo cut mode as expected. It was determined that the air leak was caused by excessive delivery of current during the procedure. The device referenced in this report was not returned to olympus for evaluation. This report will be supplemented if relevant and significant additional information becomes available at a later time. This report is being submitted as a medical device report in an abundance of caution.

Event description:
Olympus was informed that a day after a patient underwent a therapeutic colon polypectomy procedure, a CT scan examination was performed and detected an air leak in the colon. The subject device of this report was said to have been used during the procedure. The site of the polypectomy has also reportedly been treated with an unidentified model of hemoclip. A hemorrhage was said to have been arrested with an unspecified hemostatic clip during the procedure. The patient has been discharged.